Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case it was reported that the valve implant depth was 12 millimeter (mm) on the non-coronary cusp and 16 mm on the right-coronary cusp. Per deployment best practice, a target implant depth should between 3-5mm. This indicates that the potential cause of the pvl could be due to valve positioning. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was implanted at 12 millimeter (mm) on the non coronary cusp and 16 mm on the right coronary cusp resulting in moderate-severe paravalvular leak (pvl). The pvl became worse over the years and a non-medtronic valve was implanted valve-in-valve to resolve the pvl. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, it was reported that a permanent pacemaker had been implanted. No additional adverse patient effects were reported.